Event description:
Rn took snare assembly out of pkg. Attached assembly to handle. Md placed it down scope into colon for removal of polyp md placed snare loop over a large polyp and when snare was retracted, the sheath buckled & was unable to remove loop. Patient went to surgery for the removal of snare loop successfully.